Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Device remains in use.

Event description:
It was reported that the patient noted muscle twitching below the implant pocket over the last two days, lasting at times up to several hours. It was not reproducible at the physician's office. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.